Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the clinical diagnosis for their post-operative symptoms was post-operative delirium. The delirium resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their ins's changed on (B)(6) 2018. They had a difficult time recuperating from this and had to be restrained at the hospital because they were thrashing so much. They did not remember much of the episode. They responded this was to anesthesia in the past as well. They were released from the hospital on (B)(6) 2018. They felt a surge in their right neck which radiated to their right jaw. When they bent over and tilted their head to the right it triggered the surging and they felt dizzy. They also reported tingled down their right arm. This had made them increasingly anxious and therefore their tremor and dystonia had been magnified. Impedances were checked and they were reprogrammed on (B)(6) 2018. They had high impedance. They were readmitted to the hospital on (B)(6) 2018 due to the surging sensation and had exploratory surgery on (B)(6) 2018. The surgeon cleaned off the ins and cleaned the connection at the ins site which improved impedances significantly. The event was considered ongoing. The etiology was stated to be related to the device/therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on(B)(4) 2018. It was also clarified that no hospitalization had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause was not determined.